Event description:
It was reported,the pt's ipg appeared to be depleted and it was explanted and replaced. No further ino is available at this time.

Manufacturer narrative:
Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.